Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "incomplete staple." Failure analysis found the primary failure of lodged malformed staples to be related to the customer reported complaint. Upon visual inspection, the reload was found to have 2 lodged malformed staples stuck in the pushers. The staples were removed successfully. The root cause is not established. The returned reload appeared to be used and fully fired. The knife appeared to be seated at the end of the knife track. A review of remotefe logs showed no firing failures. Additional observations related to the customer reported complaint were also identified. The reload was found to have pusher damage, likely caused by the lodged malformed staples. The root cause is attributed to a component failure. No missing material was observed. The reload was disassembled in-house for inspection and found the cartridge to be damaged by the rectangular washer at the end of the leadscrew nut. The root cause is typically attributed to mishandling/misuse. As a result of the severe cartridge damage, the leadscrew, shuttle, and blade could not be removed for inspection. The accessory was transferred to engineering for further inspection. Visual inspection showed two pushers (one on each side of the cut line) were visibly damaged. Pushers are located near the middle of the reload and are nearly adjacent to each other, but off by one pusher. In both of the tri-staple pushers, one of the pusher pockets was broken near the midsection and the broken section was rotated downwards. Other pusher pockets within the tri-staple pusher were deformed. These pushers also happened to have malformed staples in the pockets that were broken. Additionally, the cartridge walls were broken at the lead screw nut and washer interface. However, the knife appeared to have traveled all the way to the end, and there are no partial fire errors in the msc logs. Evidence suggested that there may have been something in between the jaws near the middle of the reload that caused increased resistance during firing. It is possible this increased resistance caused damage to the pushers and cartridge walls. Malformed staples are attributed to the pushers becoming damaged and not properly hitting the anvil pocket. The root cause of increased resistance during firing is not determinable. A review of the device logs for the green stapler 30 reload (part# 48630g-04 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the green stapler 30 reload was last used on 16-mar-2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This device is a single-use accessory and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage a review of the logs for the stapler 30 curved tip associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show pn 470530-08, lot t10200227-0017 fired 3 reloads (2 white followed by 1 blue).  All firings were completed per the logs.  There were no incomplete clamps in the procedure.  A review of the complaint history does not show any additional complaints related to the product. There was no indication that there was a recurrence of the issue. This complaint is a reportable malfunction due to the following conclusion: the reload was found with damaged pushers with no evidence of user mishandling/misuse. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. While it was reported that "fat pad was attached to fat across bronchi and three stapling were done for beef-up" (reinforcement), the described intervention does not meet the criteria of a serious injury. Placement of a clip, suture, staple, or other intervention to approximate unapproximated tissue application of staples on non-vascular tissues/ intervention to address an intra-operative leak with in the same procedure is not considered ¿medical intervention to preclude permanent impairment¿.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user experienced an incomplete staple line from the stapler 30 reload. The procedure was reportedly completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was "not particularly inspected" prior to use. The reload was used for cutting/dissecting the bronchi. There was a strange noise during the fire but all staples were deployed. The partial anomalous pulmonary veins (papv) was successfully cut before the event. The stapler was used for a few times before the event occurred. The event occurred on the third fire. There was no error message displayed. The surgeon did not encounter any obstructions such as clips, staples or other hard material between the instrument jaws. No buttress material was used. There were 2 malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. The target tissue was the lower left bronchi lobe. The tissue was not calcified and there was no tissue tension. The customer reported there might be "unequality of thickness" of the tissue. To resolve the issue, the reporter noted that the "fat pad was attached to fat across bronchi and three stapling were done for beef-up." No photographic images of the device or video recording of the procedure was available for review.